Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridge was used? Where along the staple the issue occurred? Does the surgeon believe that there was any alleged deficiency with the device? Was buttress used in the procedure? Investigation summary: analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that post-op a gastric sleeve procedure that two patients presented with staple line break down. One patient was five weeks post-op and the second patient was two weeks post-op. Repair of the staple line break down was not provided to the sales rep. Patients¿ status was not provided.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2023. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridge was used? Where along the staple the issue occurred? Does the surgeon believe that there was any alleged deficiency with the device? Was buttress used in the procedure? Answer - does not have additional information regarding the follow up questions. B1: is product problem: yes. E4: unk h10: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.